Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the optic coupler is repeatedly breaking off from the ail assembly across multiple units under normal operating conditions. This failure results in loss of ail detection and requires device removal from service, suggesting a potential weakness in the coupler attachment design, material selection, or tolerance to mechanical stress. There was no patient involvement.